Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation; however no testing strips were returned. Functional and thermistor testing were performed, on the returned monitor, with passing results. Impedance curve analysis could not be performed since the customer's reported inr result could not be identified in the monitor memory. The impedance curve associated with the customer's result was statistically analyzed and determined to be normal in shape, not exhibiting a weak slope or other abnormalities. Retain strips tested on the returned monitor met accuracy criteria. A review of in-house testing for lot 373679a was performed and determined that the lot met criteria; no product deficiency was established for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer's complaint was not confirmed during in-house testing. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 3.7, laboratory inr: 2.9, time between testing: 30 minutes. Therapeutic range: 3.0 - 3.5. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. Retain strips tested on the returned meter met accuracy criteria. The customer's complaint was not confirmed during in-house testing. Additionally, functional and thermistor testing were performed on the returned meter with passing results. The product performed as expected during in-house testing. A review of the entire in-house testing for lot 373679a was performed and found that the lot meets criteria; no product deficiency was found for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications. The impedance curve associated with the customer's result was determined to be normal in shape, not exhibiting weak slope or other abnormalities. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.